Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 258 mg/dl. Customer stated that she keeps receiving the alarm and clearing it. Customer treated with the pump. Customer reported that they are unable to troubleshoot at the time of the call. Customer would rather wait until it is time to change the set and then call back. No additional information provided.